Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient experienced feeling disoriented, was sweating profusely and was not coherent at all. An ambulance was called and when the paramedics arrived, the cgm was reading 52 mg/dl and the blood glucose reading was 31 mg/dl. The paramedics recommended that the wife give the patient a peanut butter and jelly sandwich and he drank fruit punch. No further treatment was necessary, and the patient declined to go to the hospital. At the time of the report the patient had recovered and was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.